Event description:
The customer reported false positive troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for two patients, involving access 2 immunoassay system. The customer recentrifuged and filtered the patient samples and performed additional testing which recovered lower results, within the normal reference interval. The erroneous results were not released out of the laboratory. There was no patient consequence associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) noted wash buffer leaked into the wash wheel. The fse cleaned the build-up of dried wash buffer from the wash wheel and performed system check and high sensitivity system check. System checks showed all parameters passed within specifications. The fse verified and adjusted alignments as necessary but did not indicate any alignments were out of specification. The instrument conformed to the manufacturer's published performance specifications. The patient samples were collected in dark green (non-gel separator) lithium heparin plasma tubes. The tubes were analyzed as stat samples and were not stored. The customer centrifuged the samples at 3,500 rpm (revolutions per minute) for ten minutes. Quality control (qc), performed prior to and after the event, was within specification. The customer performed system check prior to the event and was within specification. The cause of the event was improper instrument maintenance by the customer, allowing wash buffer to spill into the wash wheel.